Manufacturer narrative:
Date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer reference number: 1627487-2020-48771. It was reported that the patient was experiencing lead migration. X-ray confirmed migration. As a result, the leads were explanted and replaced on (B)(6) 2020. The patient has effective therapy post-operatively.